Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the affiliate, a pulmonary embolism occurred 3 days after placement of the optease vena cava filter. There was no intervention and the patient was to continue anticoagulation therapy. The filter was removed from the patient and another cordis filter was implanted. The device will be returned for analysis. The indication for filter placement was deep vein thrombosis (dvt) that was diagnosed after angiographic examination and color ultrasound. The extent of the dvt was peripheral thrombus. There was no thrombus present at the delivery site. Anticoagulation therapy was low molecular heparin q12h. There was no contraindication for anticoagulation, but the patient did have recurrent pulmonary embolism in spite of anticoagulation. There were no peri or post procedural complications. One non-sterile optease retr filter 55 was received inside a plastic bag. Per visual analysis, neither the obturator nor the cannula and vessel dilator were received. Filter was received already deployed. Filter barbs and retrieval hook were inspected, and no anomalies/damages were observed. The phr review does not suggest that the failure reported by the customer could be related to the manufacturing process. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Subsequent pulmonary embolism within the filter does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. By visual analysis of the unit received, filter was received already deployed and its barbs and retrieval hook were inspected, and no anomalies/damages were observed. The cause of the failure reported could not be conclusively determined during analysis. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, a pulmonary embolism occurred 3 days after placement of the optease vena cava filter. There was no intervention and the patient was to continue anticoagulation therapy. The device will be returned for analysis. The indication for filter placement was deep vein thrombosis (dvt) that was diagnosed after angiographic examination and color ultrasound. The extent of the dvt was peripheral thrombus. There was no thrombus present at the delivery site. Anticoagulation therapy was low molecular heparin q12h. There was no contraindication for anticoagulation, but the patient did have recurrent pulmonary embolism in spite of anticoagulation. There were no peri or post procedural complications.